Event description:
Same case as: 2134265-2015-03336 and 2134265-2015-03340. It was reported that automatic pullback failure occurred. The target lesion was located in the non calcified saphenous vein graft (svg). During an intravascular ultrasonography (ivus) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to view the lesion. Upon automatic pullback, it was noted that the screen went black and the motor drive unit (mdu) stopped operating. The procedure was completed with another of the same device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).